Event description:
It was reported that the ilet user announced a meal as lunch instead of breakfast, after which the user's glucose dropped to 68 mg/dl and was treated with oral carbohydrates. This represented an incorrect procedure related to meal announcement and user interaction with the system. Symptoms included hypoglycemia. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, a usage problem related to announcing the incorrect meal type, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.